Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had experienced an issue related to a defective front end board. No patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d5, e1 (initial reporter, event site email), e2, e3, e4, g2. Due to character limitation in block e1: initial reporter: (B)(6). The customer stated they are looking for a replacement under warranty but was not confirmed. The customer has not responded to any of the gfe's. There was no patient involvement. No harm or injury reported.

Event description:
N/a.